Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6), 2007. According to the complainant, the patient experienced an unknown injury. According to the physician, no complications were noted with the procedure. The patient was not seen or heard from for three years post-operative. In 2010, (exact date not provided), the patient reported diabetes insipidus symptoms. The patient was referred for biofeedback and prescribed anticholinergics. The patient underwent eight treatments which assisted in alleviating her symptoms. The patient returned to see her physician again in 2011 (exact date not provided) with urinary urgency symptoms. The patient was scheduled for a u-line (uterine) prolapse procedure. In (B)(6) 2011, the patient underwent a tvh (total vaginal hysterectomy) which greatly alleviated the urgency symptoms. The patient has not been seen or heard from again. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.